Manufacturer narrative:
One used. List #a1141, was returned for evaluation. As returned no physical damage or anomalies were observed on the returned set, only tpn and lipids solution residual was observed. No mating device was returned for evaluation. The set was tested as per procedure and leak from the subassembly, clave® nano y-connector was observed. The sample was dissembled, and a damage/torn silicone seal condition was found. Complaint of leak can be confirmed. The probable of the puncture on seal is typical due to incompatible mating device during use, dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110". The probable cause of the damage observed on the seal is unknown. A device history lot review of possible lot was performed and no anomalies, discrepancies and nonconformances were identified that might be related with the condition reported by customer. Updated information in sections: d1, d2, d4, g4, and h4.

Event description:
It was reported that an unspecified triset generated a leak during patient use. The reporter stated that they have multiple reports of leaking triset. The reporter stated that the tri-set leaking upon starting total parental nutrition (tpn) and lipids out of the red medport. The disposable device was saved. There was no patient harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.